Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, an error 23013 occurred when the surgeon attempted to control the master tool manipulator (mtm) and the error was not recovered. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and found repeated recoverable error 23013 pointing to mtmr (right) axis 5. The tse asked the customer to hard power cycle the surgeon side console (ssc) and exercise the mtmr axes, but the issue persisted. The procedure was converted to laparoscopy with no report of patient injury. Isi followed up with the initial reporter and obtained additional information on (B)(6) 2022. The system functionality was checked upon powering on the system without any issue. There was no report of patient injury and no complication after the procedure. The customer stated that the instrument release kit (irk) was used to release the instrument grips for the long bipolar grasper instrument on arm 1 and cadiere forceps instrument on arm 4. The surgeon believed that failure to unclamping issue was due to repeated recoverable error 23013. When error occurred for the first time, the error could be recovered by pressing ¿recover fault¿ button. However, when the error occurred for the second time, the cadiere forceps on arm 4 move in an opposite direction of the surgeon¿s movement. Both long bipolar grasper on arm 1 and cadiere forceps on arm 4 were grasping tissue when the error occurred. It was confirmed that there was no patient injury or bleeding. The surgeon removed the instrument, which was not grasping the tissue, and restarted the system. During the third time of the error occurrence, the surgeon decided to remove the instruments by using the irk and convert the procedure to laparoscopic surgery. The error occurred the fourth time in one minute later, and the surgeon removed the instruments clamping the tissue with the irk. The irk was successfully used to open the instruments jaws to release the tissue. It was unknown if the instrument was inspected prior to use.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer reported complaint was not reproduced based on the field evaluation. However, error 23013 was confirmed upon reviewing error logs. The fse replaced the right master tool manipulator (mtmr). The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis reproduced the customer reported complaint during the sine cycle. An axis 5 pot board and axis 5 motor will be replaced as a fix. The root cause of the failure was due to component failure. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found an error 23013 on mtmr axis 5 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk0783. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to repeated recoverable errors 23013. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. Follow-up was attempted, but the missing patient information. The expiration date is not applicable. The product is not implantable.